Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance, high capture threshold, and r wave amplitude variation were observed on the right ventricular (rv) lead. No intervention was performed; the patient's condition was stable and will continue to be monitored.